Event description:
It was reported that during an open anterior resection procedure, the operation was done with no complications or concerns; the splenic flexure was mobilized. The patient was not defunctioned during surgery. The patient leaked approx (B)(6) post surgery and had to be taken back to theatre for a colostomy. The patient was transferred back to a ward. The patient is still in hospital. No device will be returning.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information received on (B)(6) 2011: the device will not be coming back, as it was disposed of at the time of the operation. There were no problems with the device at the time it was fired. Additional information received on (B)(6) 2011: date of procedure - (B)(6) 2011; leak on (B)(6) patient taken back to theatre and the anastomosis taken down, patient given a colostomy then put on hdu. (B)(6) stated that the patient was unusual as patient leaked so early on, indicating a possible mechanical failure with the staple line. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.